Event description:
The customer initially reported to olympus that the evis exera ii colonovideoscope had no air/water flow. The issue was found during a procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the air/water supply was clogged on the insertion tube side. In addition to the nozzle being clogged with foreign material, the evaluation findings were as follows: there was a leak at switch #4, the plastic distal end cover had dents and scratches, the bending section cover glue had cracks, the objective lens had a crack, the light guide lens had a crack, the image had a white dot, switch #3 had a scratch, the insertion tube was buckled, the control body was missing paint, the light guide tube had scratches, the control knob movement had play (loose) and the labels were peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the biopsy channel and switch button 4 (sw4). The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.